Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty laparoscopic procedure, the staple did not fire. The surgeon was able to squeeze the handle. After pressing the green button, they were unable to progress to do the clipping and cutting. They opened a new load to complete the case. There was no patient injury.